Event description:
While testing the instrument outside of the body cavity, the active blade broke off of the instrument. It was not in contact with tissue or instruments. Manufacturer response (as per reporter) for harmonic ace curved shearsascent has requested that we return the device to them for evaluation.